Event description:
A healthcare professional (hcp) via a manufacturer representative (rep) reported that it was noticed the lead tip was bent prior to being implanted. A new lead was used instead, and the issue was resolved. There were no impedance issues. No medical symptoms were reported. No further complications are anticipated. The patient's indications for implant were unknown.